Event description:
Male consumer via e-mail stated that the oral-b toothbrush heads stopped staying securely attached to the oral-b hand piece, starting to wobble, and then they fell off mid-brushing. The white, plastic pin on the hand piece became worn down. No injury was reported.

Manufacturer narrative:
The reporter informed the company that the product has been discarded.